Event description:
It was reported that the programmer would not boot up on occasion and was not usable after a short time when it did boot up. The programmer returned into service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer would not boot up on occasion and was not usable after a short time. The programmer boots correctly and stays booted. The battery was completely discharged and would not charge. Replaced the battery. Reloaded and updated software. The device then passed all safety, console, and systems tests. If information is provided in the future, a supplemental report will be issued.